Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the stuck/seized angulation and lock levers was found to be due to corrosion in the control unit angulation mechanism. A definitive root cause of the issue could not be determined, however, the issue was likely the result of component failure due fluid immersion and or insufficient device cleaning/reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the uretero-reno videoscope was fond to exhibit stuck/seized angulation and lock levers. There was no patient involvement, and no harm reported as a result of the event.